Event description:
In 2009, the physician was inserting a PICC line in the right mid-arm. An attempt to remove the wire guide was with great difficulty. When the wire guide was removed, it was noticed that a portion of the wire guide broke off and remained in the pt. A CT scan was done on the same day to confirm. Two days later, the pt was taken to surgery to remove the wire. Three days later, the pt expired.

Manufacturer narrative:
Still under investigation at this time.